Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a cataract extraction with intraocular lens implant procedure there was ultrasound oscillation failure and poor "crushing " efficiency of the phacoemulsification handpiece. The handpiece was exchanged and the case was completed with no harm to the patient.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the phaco handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece was manufactured on november 23, 2015. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The returned handpiece was connected to a calibrated system where it tuned successfully and completed a five minute burn in test at 100% ultrasonic and torsional power. The handpiece was then connected to a dynamic tuning fixture (dtf) for stroke testing on the ultrasonic and torsional movement which found the handpiece to meet alcon specifications. The data shows no lines of failed tuning after a total of (B)(4) tunes. The product was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).